Event description:
It was reported that premature eri and extended charge time were observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.